Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Date of birth - unk. Expiration date - unk. Device evaluated by manufacturer? No: lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, diopter unknown, in the patient's eye and the surgery was uneventful. Soon after the initial surgery, the patient experienced severe pupil block despite two adequate iridotomies. Initially, retained viscoelastic was the cause because dilating the pupil did not completely resolve the pupil block. After a few days, the dilating did resolve it, but each time the pupil came down, the patient had a pupil block. The event was resolved by going back to the or and performing a surgical iridectomy. The lens remains implanted but the patient has requested the lens be removed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated the 12.5mm ticm125v4 implantable collamer lens, -15.5/+3.0/100 diopter, was implanted in the left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and pupil block, with elevated intraocular pressure. The lens was not exchanged for another lens. (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).